Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during delivery in the ec acute care unit. The pump was set to run a 125ml bag of lipids for 12 hours at a rate of 10.4ml/hr. Pump infusion was started at 1808 previous night and finished at 0430 this morning. The bag was completely empty and infusion setting was displaying at 10.4ml/hr. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.